Manufacturer narrative:
Calibration alarms were observed on the day of the event. Qc was acceptable. Multiple abnormal aspiration alarms were observed on the alarm trace data from around the time of the event. The fse also noted the sipper tube was worn at the time of replacement. The investigation determined the issue identified by the fse was the cause of the event.

Manufacturer narrative:
The field service engineer (fse) found the sipper tube on the instrument was the wrong size. The sipper tube was replaced and primed. The customer ran successful calibration and qc.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na for gen.2 on a cobas 8000 ise module. The initial na result was 134 mmol/l. This result was reported outside of the laboratory. The repeat result was 140 mmol/l. The repeat result was believed to be correct and an amended report was issued. The na electrode lot number and expiration date were not provided.